Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97792, lot# n568337, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The patient reported they were unable to increase stimulation but it was determined they were unable to increase stimulation because stimulation was off, and they weren't feeling stimulation as of (B)(6). When the patient was advised to turn stimulation on, the patient stated they didn't know how stimulation would have turned off. After the patient turned stimulation on they were able to feel stimulation. It was noted the patient turned stimulation down at night. Relevant medical history includes failed back surgery syndrome and spinal pain.